Event description:
Customer reported unexpected negative reactions for capture-r ready ID on a patient sample containing anti-d, only 1 out of 5 d+ cells were reactive with the sample.

Manufacturer narrative:
Customer's returned sample was tested on an in-house galileo, with retention crrid, lot. Id058. No unexpected reactivity was observed; all d+ red cells reactived with the sample. The customer's complaint could not be reproduced. There was not enough sample left for addtional testing.